Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the imaging catheter was contaminated. An opticross¿ 18 imaging catheter was selected for use. During percutaneous coronary intervention (pci), the imaging catheter entered the patient's body and the intravascular ultrasound (ivus) system froze. Troubleshooting was performed. However, the opticross¿ 18 imaging catheter was decontaminated or the sterilization of the catheter was compromised. The procedure was completed with normal coronary imaging. Coronary angiogram was utilized. No patient complications were reported and the patient is fine.